Manufacturer narrative:
(B)(4). Date sent: 6/01/2026. D4: batch #unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, what steps were taken to open the jaws? If the jaws could not be opened, how was the device removed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device long60a lot number a9937h and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic lobectomy procedure, the surgeon fired the stapler and it jammed and could not be opened. The jaws could not be opened, and a new device was required to continue the procedure. The procedure was delayed by approximately 45 minutes. No patient consequences were reported. No additional information was provided.